Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that tonight she was alerted that her blood glucose value was 180mg/dl but only received one alert. Later she noticed her blood glucose value was, she was actually 450mg/dl. Customer treated by giving her manual injections. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was communicated properly with guardian link and glucose sensor simulator. No time resetting or changing the amounts of blood glucose noted during testing. The device was received with scratched case.